Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Manufacturer narrative:
Additional information received indicates that the cause of death was sepsis (duration: hours) and underlying pneumonia (duration: days). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was completed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient died approximately one month post implant. The cause of death has been requested but not received.